Manufacturer narrative:
The insulin pump passed functional testing. The insulin pump was received with minor scratched liquid crystal display window, cracked case near display window corners and cracked reservoir tube lip.

Event description:
Customer reported air bubbles in the reservoir. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).